Manufacturer narrative:
Batch review performed on 01 february 2022: lot 185576: (B)(4) items manufactured and released on 18-sept-2018. Expiration date: 2023-09-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event.

Event description:
The patient came in reporting instability and the cause of the instability is unknown. At 1 year and 7 months from the primary the surgeon revised the insert with a 13mm one and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 01 february 2022: lot 185576: (B)(4) items manufactured and released on 18-sept-2018. Expiration date: 2023-09-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event.

Event description:
The patient came in reporting instability and the cause of the instability is unknown. At 1 year and 7 months from the primary the surgeon revised the insert with a 13mm one and the surgery was completed successfully.